Manufacturer narrative:
An event of cardiac perforation was reported. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, per IFU 600198-002 ver. A, "the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established. Potential complications include, but are not limited to: death, migration of the device, stroke, or vessel perforation."

Event description:
On (B)(6) 2018, a 16mm amplatzer vascular plug ii (avp2) was selected for implant in krichenko type c patent ductus arteriosus (pda). During the procedure, the 16mm avp2 was delivered through an 8f guiding catheter (mach1/boston scientific, type unknown) by a femoral vein puncture and was successfully deployed in the patient's ductus. After deployment of the avp2, there was no deformation of avp2 and the procedure was completed without any issues. Postoperatively, the patient remained fully conscious state and in a stable condition and was transferred to a general ward. On (B)(6) 2018, the patient suddenly had back pain after a meal. The contrast enhanced CT was performed and it revealed that stanford type a aortic dissection was observed peripherally around the deployed avp2. Surgery was immediately performed for ascending aortic replacement, aortic arch replacement, and deployment of a stent graft. The pda was surgically closed. The patient is being controlled under ventilator and his hemodynamic has been stable after re-operative surgery. The cause of the dissection is unknown; however, per report the user considered that the avp2 may have been too large for the defect or the delivery approach from the vein instead of the aorta made it difficult to control the plug which may have damaged the vessel wall.

Manufacturer narrative:
An event of non-cardiac perforation (aortic dissection) was reported. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, per IFU 600198-002 ver. A, "the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established. Potential complications include, but are not limited to: death, migration of the device, stroke, or vessel perforation."